Event description:
The reporter contacted animas on (B)(6) 2013 and stated the ok keypad button was sticking. There is no adverse event associated with this complaint. This complaint is being reported due to the alleged keypad response issue.

Manufacturer narrative:
The pump has not been returned to animas. If the device is returned, an evaluation shall be completed and a supplemental report will be filed. No conclusions can be made at this time.

Manufacturer narrative:
Follow-up # 1 date of submission 08/01/2013 - device evaluation: the pump has been returned and evaluated by product analysis on (B)(4) 2013 with the following findings: the keypad was found to be torn over the up arrow button. During testing, the down arrow and ok keypad buttons were found to be intermittently unresponsive; the up arrow and contrast buttons responded appropriately. The ok button was found to be sticking with no spring back. There was evidence of contamination found under all of the key contacts and the ok button contact was inverted. Animas has conducted a review of the device history record for this pump and confirmed that it was operating within required specifications at the time of release.